Event description:
Surgeon reported as "lapband broke being placed into the abdominal cavity due to opposing forces with instrumentation. There was not another device in stock. Co had to stop the surgery and place the pt in recovery. Another device was located and the pt was brought back to surgery for the second time that same day."